Manufacturer narrative:
Additional information was requested and received regarding the automated impella controller (aic), as both the impella pump and aic serial numbers were documented on the user facility medwatch report. The information received confirmed that the aic was not exchanged and no aic malfunction was identified. Therefore, the complaint device will remain the impella pump. If new or additional information becomes available regarding the event and/or the associated device(s), a follow-up report will be submitted as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during transport from the operating room to the intensive care unit (ICU), an ¿impella stopped¿ alarm was observed on the automated impella controller (aic). The perfusionist noted a decrease in motor current, a drop in flow, and the performance level displayed at p0 at the time of the alarm. Upon attempting to acknowledge the alarm, the device resumed operation at the prior performance level of p7, with restoration of normal flow, and the alarm cleared. The event was communicated to the care team. A backup controller was made available, and a clinical decision was made to continue support with the device. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.